Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reey0975 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the hub from one lumen came off and the nurse clamped it to prevent an air embolism. No other information was provided.